Event description:
At the time of the revision surgery, (B)(6) 2020, the lead was replaced to restore therapy. During the revision, the sensor was found to have separated from the lead body and to have migrated after separation. The distal sensor tip was removed using thoracoscopy on (B)(6) 2021. The revision surgery addressed the risk and the issue is now resolved.